Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Review of the diagnostic report (drpt) provided by field service engineer (fse) found a cbitwraptestdaqfailedvio error. This will cause the unit to shut down. The fse performed field corrective action repairs for this unit and this address this error code. Patient information was requested, but no response received.